Event description:
Customer reported the unit went to vent inop with error code messages of data acquisition (da) pcba adc reference failed; da pcba adc failed; machine and proximal pressure sensors failed and auto-zeroing of machine and proximal pressure transducers in post failed. Customer reported that there was no patient involvement.